Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas 8000 c702 module. Patient 1's initial result was 1.46 mmol/l, and the repeat result was 2.45 mmol/l. Patient 2's initial result was 1.07 mmol/l, and the repeat result was 1.91 mmol/l. Patient 3's initial result was 0.86 mmol/l, and the repeat result was 2.04 mmol/l. Patient 4's initial result was 1.68 mmol/l, and the repeat result was 2.37 mmol/l.

Manufacturer narrative:
The calcium gen.2 reagent lot number and expiration date were not provided. A field service engineer (fse) determined that the rinse tubing was not properly positioned in the guide. The fse correctly positioned the misaligned tubing. The rinse water level was too high, and the fse adjusted it. A repeat test was performed, and the analyzer is now working properly. The investigation determined that the service action resolved the issue.